Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The nurse (rn) stated that the patient had disconnected himself in the drain. The patient at home guide instructs users how to emergency disconnect for a short time period. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 4/5. The nurse (rn) stated that the home patient (hp) had disconnected himself. The technical service representative (tsr) explained that se 2240 indicates a large amount of air has entered setup. The tsr then explained that supplies were compromised and rn should start therapy over with new supplies. The rn stated that the hp was near the end of therapy and manual supplies were not available at the current location of the hp. The tsr advised the rn to call the peritoneal dialysis nurse (pdrn) for instruction as to how to proceed with therapy. The tsr then advised rn to let the pdrn know about the alarm. No further information is available at this time.